Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1750mg/dl and a large ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown; however customer indicated they have unrelated preexisting conditions that could have contributed to the event. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, and manual injections of insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved. Customer indicated they were experiencing fatigue, "brain fog," and "floaters" in the eye however, customer was unsure that these were a result of the reported event. Reportedly, customer reverted to an alternate form of insulin therapy.